Event description:
It was reported that while using 6 bd gaspak¿ ez anaerobe container system with indicator mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "in terms of the sachets they appear to be contaminated prior to being used. They look mouldy to me from the images & the customer said they appeared to be contaminated prior to use."

Manufacturer narrative:
H6: investigation summary a complaint investigation for gaspak ez anaerobe container w indicator batch no.: 0335627 was performed on retention samples and returned goods. The investigation required to perform anaerobic reduction, microbiological performance, gas concentration test, condensate time, visual inspection, incoming and batch record review. Returned goods and retention samples performed as expected. Brown speck observed on retention samples and returned goods during the visual inspection. However, this does not affect the product performance. Refer to supplier letter attached. Incoming and batch record review did not showed any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/ or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 6 bd gaspak¿ ez anaerobe container system with indicator mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "in terms of the sachets they appear to be contaminated prior to being used. They look mouldy to me from the images & the customer said they appeared to be contaminated prior to use".